Event description:
Reported event of deep vein thrombosis from journal article: "benefits and risks of bariatric surgery in patients aged more than 60 years", surgery for obesity and related diseases official journal of american society for bariatric surgery, (january 09, 2014). Electronic publication date: january 09, 2014. Although the manufacturer of the device is unknown, it is allergan's approach to compliance to resolve all doubt in favor of reporting.

Manufacturer narrative:
Taper unknown. Additional catalog #lap-band ap adjustable gastric banding system (unk size). The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint because no serial number and/or implant date was given. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Multiple requests for further information have been made. Allergan has received no response from the authors. Deep vein thrombosis is a surgically/physiological complication and analysis of device generally does not assist allergan in determining a probable cause for this event.